Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, including chronic pain;") in an adult female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of poor sleep, postpartum depression, gravida ii, parity 2, intermenstrual bleeding and asthma. Previously administered products included: microgynon 21, depo provera, implanon and amitriptyline. The patient had a family history of tuberculosis, diabetes, hypertension, epilepsy and rheumatism. Concurrent conditions were listed as loss of libido, menorrhagia, mood swings, mood swings, libido decreased, bloating, tiredness and headache. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), headache ("headaches"), loss of libido ("loss of libido"), mood swings ("mood swings"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain") and stress ("very stressed with gynae issues"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device intolerance, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, loss of libido, mental disorder, mood swings, pelvic pain and stress to be related to essure administration. The reporter commented: normal cavity, one essure device inserted into each fallopian tube -4 coils on right,4 coils on left. On (B)(6) 2016 confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: fallopian tube. Excision, normal tissue morphology macroscopic: left fallopian tube: three fragments representing fallopian tube with fimbrial end. The second fragment of fallopian tube has a length of 30 mm and 4 mm in diameter. Smallest fragment 5x5x3 mm. Right fallopian tube: fallopian tube with fimbrial end measuring 80 mm in length and 6mm in diameter. Clinical information: chronic pelvic pain specimens: left and right fallopian tubes. [Ultrasound scan] on (B)(6) 2016: the ultrasound was clearly normal and both the essure coils seem correctly placed. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Previous event injury nos is replaced with new events pelvic pain female, genital bleeding, device intolerance, allergic reaction, dyspareunia, psychological issues, headaches, loss of libido, mood swings, abdominal pain & stress were added. Medical history, lot number, essure insertion & removal date with surgery details (name) added. New reporters are added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, including chronic pain;") in an adult female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of poor sleep, postpartum depression, gravida ii, parity 2, intermenstrual bleeding and asthma. Previously administered products included: sex hormones and modulators of the genital system, depo provera, implanon and amitriptyline. The patient had a family history of tuberculosis, diabetes, hypertension, epilepsy and rheumatism. Concurrent conditions were listed as loss of libido, menorrhagia, mood swings, mood swings, libido decreased, bloating, tiredness and headache. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), headache ("headaches"), loss of libido ("loss of libido"), mood swings ("mood swings"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain") and stress ("very stressed with gynae issues"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device intolerance, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, loss of libido, mental disorder, mood swings, pelvic pain and stress to be related to essure administration. The reporter commented: normal cavity, one essure device inserted into each fallopian tube -4 coils on right,4 coils on left on (B)(6) 2016 confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: fallopian tube. Excision, normal tissue morphology macroscopic : left fallopian tube: three fragments representing fallopian tube with fimbrial end. The second fragment of fallopian tube has a length of 30 mm and 4 mm in diameter. Smallest fragment 5x5x3 mm. Right fallopian tube: fallopian tube with fimbrial end measuring 80 mm in length and 6mm in diameter. Clinical information: chronic pelvic pain specimens: left and right fallopian tubes. [Ultrasound scan] on (B)(6) 2016: the ultrasound was clearly normal and both the essure coils seem correctly placed lot number:he01153,manufacture date:2016-09,expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2024: quality safety evaluation of ptc. 05-apr-2024: health authority reference number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.